Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead replacement was performed due to high pacing impedance. When the patient arrived at the hospital, the device was in eri and 54 atp therapies had been delivered.